Event description:
It is alleged that the pt underwent right total hip replacement surgery in 2006. It was further alleged that, right failed total hip arthroplasty secondary to femoral component subsidence and shortening of the abductor. In late 2007, the pt underwent right total hip revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.